Manufacturer narrative:
The device referred to in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time; however, teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, when the device was removed from the pt, it was noted that the teflon pad was melted and the metal on the grasping section was exposed. The intended procedure was completed with another device. There was no pt injury reported. Olympus followed up with the user facility via telephone and in writing to obtain more detailed info about the reported event but with no results.